Event description:
It was reported that the unit gave an e-1 error and shut down during the middle of the case. It was further reported that there was no significant delay in the case nor harm to the patient.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.